Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was returned for preventative maintenance. Device was leaking air at swivel. Need to replace swivel, motor and all worn or damaged components need replaced. Upon receipt of the device, there was no alleged malfunction. There was no patient involvement. Due diligence is complete as no additional information is available.